Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ the patient was revised to address chronic subluxation and pain. Update rec'd (B)(6) 2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from toxic levels of cobalt and chromium. Update rec'd (B)(6) 2015 - litigation papers received. There is no new additional information that would affect the investigation. Update ad (B)(6) 2018: (B)(4)has been re-opened under (B)(4) due to receipt of ppf and sticker sheets. The patient, lawyer, law firm name, manufacturing date and UDI were updated. An impacted product record for the liner was added ((B)(4)) head ((B)(4)).

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report.

Event description:
After review of medical records, patient was revised to address failed right hip arthroplasty, subluxing that causing synovitis and anxiety. Doi: (B)(6) 2010. Dor: (B)(6) 2011. Right hip.